Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2017-06550. It was reported that vessel dissection occurred. Vascular access was obtained via the femoral approach. The patient had a 90% disease in left circumflex (lcx) and 80% disease in left anterior descending artery (lad). After a 7f 3.5 mach 1 guide catheter and non-bsc guide wire cross the mid of the lcx, pre-dilation was performed with a 2x12mm non-bsc balloon catheter at 14 atmospheres. Another 2x10mm non-bsc balloon catheter at 8 atmospheres was advanced for dilation. Angiography was performed which showed vessel dissection distally. Subsequently, a 28x3.00mm synergy¿rug-eluting stent was deployed at 12 atmospheres in proximal lcx and the distal lcx was covered by 2.5x24mm promus element stent. On the following day, the patient developed chest pain. Angiography was again performed and showed patent stent in lcx. Optical coherence tomography (oct) of the synergy stent in proximal lcx showed vessel dissection and thrombosis. A 3x18mm non-bsc stent was deployed at 14 atmospheres to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Corrected upn from (B)(4). Corrected catalog/model # from 34357-578 to 34357-574. Describe event or problem updated, device lot number, device expiration date, device manufactured date updated. (B)(4).

Event description:
It was further reported that vessel dissection was noted during implantation of a 28x3.00mm synergy stent and that the physician considered the stent to have caused or contributed to the vessel dissection.